Event description:
When the nurse used the straightener to straighten the stent, the stent was kink.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.